Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met specifications. The most probable root cause is operational contex as device performance was limited due to anatomical procedural factors.

Event description:
Clinical study. It was reported that after a carotid artery stenting procedure the pt experienced restenosis. The target lesion was located in the right distal common carotid artery with 90% stenosis and was 5 mm long with a 7 mm reference vessel diameter. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post dilatation, residual stenosis was 10%. The pt was discharged the next day. At 384 days post index procedure, the patient was seen for a 12-month follow-up visit. Nih stroke scale was 2 for loc questions and best language. It was noted by the site that this was not associated with a cva and that the pt "had some trouble misreading words and thought this was the month of june." A required 12-month ultrasound noted a 75% target lesion stenosis (right distal common carotid artery). Carotid duplex scan revealed recurrent in-stent restenosis on the right side around 70-79%. Per core lab ultrasound report of study there was greater than or equal to 50-79% in-stent restenosis. The pt was scheduled for a follow-up angiogram to determine treatment plan.